Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's alarm sound was not annunciating. Customer's blood glucose (bg) level was 510 mg/dl. Elevated bg was addressed via manual insulin injection. During troubleshooting with tandem technical support, it was determined the pump speaker was functioning as intended.